Manufacturer narrative:
It is indicated that the leads will not be returned as they were discarded. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Additional suspect device: reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 20697385. Devices were discarded.

Event description:
A report was received that the patient underwent a lead replacement procedure due to loss of stimulation. The patient was doing well postoperatively.